Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell during recess and the pump touch screen became shattered. Customer is unable to unlock and interact with the pump due to the shattered screen customer's blood glucose was between 55-74 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.